Event description:
It was reported that a 14mm stem was packaged in the 17mm box. Surgeon had to ream up to an 18mm stem. Patient's distal femur fractured upon trial reduction. It was further reported that the patient died 2 days post op. Cause of death is unknown.